Event description:
Additional information was received on stating there was no patient involvement and no harm reported. No physical damage was noticed before use.

Manufacturer narrative:
No 011-ch-74s product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The device history review for lot number 14152841 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a chemoclave¿ vented vial spike 20mm where it was reported, ¿following the withdrawal of the chemotherapy drug, a fragment of the needless valve (white fragment) came out of the spike and fell inside it." There was unknown patient involvement, unknown adverse event / human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.